Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery a surgeon reported an unknown number of lenses with anterior capsular opacification. Decreased visual acuity was also reported. The surgeon preformed a yag capsulotomy. Additional information has been requested.